Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller stated the pt indicated over the past three weeks they have had issues charging but caller notes that in pt's frustration they also said it has been since/shortly since implant date. Rep met with pt yesterday and pt did not bring their rtm so no troubleshooting done. The pt says they see 'no device found' and also see message 'recharging ended'--technical services (tss) speculates this may be 'terminated'. Pt states it is hard to 'keep the connection'. Pt may have said charging takes two hours, rep unsure. The rep did not corroborate any info from the tablet diary with what pt was alleging. Rep to meet with pt again, tss advised use of diary and general charging pointers. Rep will call back with more details regarding charging and if additional messages/errors were shown. On (B)(6) 2023 rep called tss to review case and get other ideas. Tss reviewed considerations around diary, extra product, pocket evaluation, etc. Caller will plan on meeting with the patient. On (B)(6) 2023 additional information was received from the rep. The rep reported they were not able to troubleshoot with the patient (pt) as they did not have their equipment with them when they met in person. Rep talked the pt through the charging process over the phone and patient appears to be going through the process correctly. The cause was not determined. Rep is waiting on the pt to set up an appointment with them for troubleshooting with the equipment. The issue has not yet been resolved. Weight was asked, but reported as unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.